Event description:
The customer reported to olympus, the evis exera iii xenon light source spare lamp was not lit. There were no reports of patient harm.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. In speaking with olympus technical assistance center (tac), tac recommended checking lamp life to see if it was over 500 hours. The customer later reported the issue was resolved, but did not specify how the issue was resolved. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Updated fields: h6 and h10. Correction to e2, e3 and g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.